Manufacturer narrative:
The device was received in the deployed state. First prime ended at 45 pulses, and the device was deactivated at 55 pulses. No defects were found on the needle mechanism and the needle mechanism was reset and fired with no issue. The cannula deployed by the end of the second prime as intended. No problems were found, but the cause of the reported event could not be determined.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.